Event description:
It was reported that customer experienced faster than normal battery drain. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up contact, no recent device data were available for review, and no additional information was received regarding the outcome of the event.